Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-may-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient has had confusion since the lead was implanted, they were unaware of what was happening around them, they were forgetting names and places. Their a fib was current. The cause of the issue was surgery inserting the lead stressed the patient made existing cognitive issues worse. No diagnostics / troubleshooting was performed. The a fib was managed to get through the case using medications. A scan revealed no signs of stroke or brain injury. CT scan was used. The issue was unresolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va2138v, implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient had died. The cause of death was not known other than the patient's dementia.